Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that following use of a 5f sheath in a peripheral artery diagnostic artery case in the leg, dr attempted to use a 5f celt closure device to close the puncture site. The device was inserted in to the sheath and the distal wings were successfully deployed. Dr then proceeded to pull the device back to the arteriotomy. On attempting to open the proximal wings on the outside of the artery, dr was not convinced that the outer wing had successfully deployed. In view of this, dr decided to pull the 5f closure device out of the arteriotomy. The device with the implant still attached was removed from the patient and both discarded. Manual pressure was applied with no complications and the patient was discharged in accordance with the normal procedure for the institution.